Manufacturer narrative:
Healthcare professional, nurse.

Event description:
New information received notes that programming changes were made and the patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when patient presented remote via merlin.net transmission undersensing of the device was observed. Programming changes were discussed and awaiting patient in-clinic visit for the changes to be made. Device remains implanted. Patient is stable.